Event description:
It was reported that the pulse generator tripped eri inaccurately. It was discussed that the device was likely exposed to cautery. The eri flag was reset and patient will be monitored normally.